Event description:
The customer reported to olympus, the bronchofiberscope had a rubber pinhole. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coat of the image guide pipe was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the other findings are as followed: due to a pinhole on bending section cover rubber, water tightness was lost, adhesive on bending section cover rubber had a chip, connecting tube had a wrinkle, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to damage on control section, angulation lever did not move smoothly, control unit had a scratch, connecting tube had a dent, connecting tube had a scratch, connecting tube had coating peeling (1mm2 or more), image guide bundle had significant breakages, light guide cover glass had a scratch, light guide connector had a scratch, scope cover had a scratch, angulation lever had a scratch, up/down plate had a scratch, eyepiece had a scratch, universal cord had a dent, universal cord had a scratch and grip had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation a definitive root cause could not be determined. However, is likely that coating of insertion tube peeled off (1 mm2 or more) due to stress from use, external factors, or handling. The event can be prevented by following the instructions for use which state: "3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling off coating, holes, sagging, transformations, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.